Event description:
Patient reported left side "fluid around both breasts, "swollen lymph nodes", "scar tissue on both breasts and chest pain." Patient additionally reported the following events not related to the device, "shortness of breathe, hair loss, benign tumors", "joint pain,"fatigued and weak, having joint pain as well, neck, shoulder, around implant" and "has fibrous tumors.". This record is for left side. The device remains implanted.

Manufacturer narrative:
Aware date in the initial medwatch should have been 16/oct/2023. Additional, changed, and/or corrected data: a4, d4, h10.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadenopathy, seroma-late.

Event description:
Patient reported left side "fluid around both breasts, "swollen lymph nodes", "scar tissue on both breasts and chest pain." Patient additionally reported the following events not related to the device, "shortness of breathe, hair loss, benign tumors", "joint pain,"fatigued and weak, having joint pain as well, neck, shoulder, around implant" and "has fibrous tumors.". This record is for left side. The device remains implanted.